Manufacturer narrative:
Diagnostics determined the device would require return for repair and it was returned to a philips bench repair facility where the reported complaint was confirmed as the device would complete the boot cycle. On internal inspection it was observed that the trizeps board was dislodged from the sbc (single board computer). Once the trizeps was reseated the device functioned correctly. Testing and verification was completed satisfactorily (calibrated nbp, co2 and touch screen) and the device was returned to service at the customer site. No parts required device functions are working correctly. Based on the information available and testing conducted, the cause of the reported problem was the trizeps 7 board becoming dislodged. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. The device was operational after the engineering activity. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the system completely down--monitor boots up to blue tempus splash screen followed by a black screen. Device does not proceed past a blank black screen and is completely unable to be used for clinical use.